Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement was unable to be determined. The reported recurrent tricuspid regurgitation (tr) seems to be a cascading event of the reported partial clip movement. The cause of the reported fatigue and heart failure were unable to be determined. The reported patient effects of tricuspid regurgitation and heart failure, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed due to clip mobility, recurrent regurgitation, and heart failure, requiring treatment. Crd_946 - triluminate pivotal patient ID: (B)(6) it was reported that on (B)(6)2023, the patient presented with tricuspid regurgitation (tr) grade 4. One xtw triclip was successfully implanted on the anterior-septal leaflets (as) and another triclip was successfully implanted on the anterior-posterior leaflets. The tr had been reduced to mild, grade 1. On(B)(6)2023, severe tr was noted. The xtw device placed on the as leaflets appeared more mobile, however, the anterior leaflet was redundant, and the device remained attached to both leaflets. On (B)(6)2024, per imaging, the xtw mitraclip attached to the as leaflets had a rocking motion with severe tr. A partial detachment was diagnosed. On (B)(6)2024, the patient was admitted with fatigue, heart failure and severe tr. The same partial slda (mobile clip still attached to both leaflets) regarding the xtw triclip was observed. As treatment, another triclip procedure was performed. One triclip was placed without complications reported. The tr was reduced to mild-moderate. The event resolved and the patient was discharged from the hospital.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.